Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for tibial diaphyseal fracture with the depth gauge in question. When the surgeon was measuring screw length by inserting the depth gauge through a protection sleeve, the depth gauge broke. The surgeon used a drill bit with scales and a depth gauge of the hospital instead to measure screw length. The surgery was delayed by less than thirty (30) minutes. No further information is available. Concomitant device reported: unknown protection sleeve (part#: unknown, lot#: unknown, quantity#: 1). This report is for one (1) depth gauge. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a review of the device history record device history lot . Part: 03.010.019. Lot: 8978268. Manufacturing site: hägendorf, release to warehouse date: 15.may 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary investigation selection investigation site: cq zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the instrument is broken (hook part), this thus confirming the complaint description. In addition, the broken off part from the hook (most distal) still stuck in the measurement part. Furthermore, the instrument is in an used condition, especially the tip section (tip of the hook), as it's slightly deformed and has many scratches and dents. The marking is a bit faded from often use and as well as cleaning and sterilization over the years, but still readable. Document/specification review: drawings and revisions are in accordance to DHR of production lot 8978268. All relevant features are defined on the used drawing revisions of DHR of production lot 8978268. Dimensional inspection: furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Summary: unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that an overloading situation occurred or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.